Event description:
Customer reports "unreliable / inaccurate PICC tip positioning's using the ECG. The catheter to be adjusted post insertion by at least 3cm i.e. The ECG placed the lines short even though we had what looked like a satisfactory ECG." No patient harm reported.

Manufacturer narrative:
(B)(4). The report there was a correlation issue between the internal ECG waveform and the confirming xray was not confirmed since the sample was not returned for review. A photograph of some snapshots of the ECG signal was provided by the complainant. The event details and photo were reviewed. It is possible that they were threading very quickly and there was a delay in the readings on the screen; although that could not be confirmed without other evidence. It should be noted, the vps rhythm device does not record the entire PICC placement procedure therefore a review of the case is not possible. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports "unreliable / inaccurate PICC tip positioning's using the ECG. The catheter to be adjusted post insertion by at least 3cm i.e. The ECG placed the lines short even though we had what looked like a satisfactory ECG." No patient harm reported.